Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported having blood glucose levels as high as 450 mg/dl. When she checked the pod, she noticed that the cannula was not properly inserted. The customer stated that she had her appendix removed and was not sure if this contributed to her elevated blood glucose level. The pod was worn for less than a day.